Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty twisting the connector into place and noted that the cartridge had previously leaked into the chamber, prompting a supply change. The patient was instructed to use a new connector and cartridge to ensure proper locking. The patient confirmed that the new connector and cartridge locked into place successfully and that the supply change was completed without further issues. Blood glucose was not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.